Manufacturer narrative:
The technician replaced the foot end trend wire at the turnbuckle assembly to repair the stretcher.

Event description:
Information received indicates the stretcher will not go into the trendelenburg position.